Event description:
It was reported that during the implant procedure, the lead was placed without trouble. When the stylet was removed, the lead would then curl up and dislodge. This occurred two more times, until the lead was successfully placed by straightening the lead prior to removing the stylet. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.